Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated where the ins was implanted was so low that when they attempt to put the recharger (rtm) on the pt to recharge, the pt had to lean forward. Caller said if pt sat up straight or leaned back, the rtm would move and wouldn't charge. Caller then mentioned pt was confined to a recliner, had osteoarthritis of the spine and needed their shoulders replaced so had terrible pain in them and therefore caller had to hold the rtm on. Caller mentioned it sometimes took 3 hours to charge to 50% with this issue, and they also found out pt was needing to charge once a day instead of every 3 days they were told. Caller mentioned yesterday they were told to charge at least 30 mins a day and periodically longer. Caller said they had noticed all this since implant. Caller said they met with a manufacturing representative (rep) yesterday at their healthcare provider (hcp) office and the rep tried numerous times to find a happy medium place to make the rtm work. Caller said they would just have to deal with the rtm placement for now as hcp said they couldn't try to move the ins for at least 6 months. The patient included since the trial and implant were put in, pt has gotten pain relief - a lot of relief from restless leg syndrome and no pain back there. No symptoms related to the device were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The caller reported that the patient's ins was reimplanted because the patient was confined to a recliner for 3 years and the ins was implanted so low that the pt wasn't able to charge their ins without assistance of someone holding the rtm to their ins. The caller noted the revision surgery was done on july 5th and the ins was reimplanted higher. The caller also noted the patient hadn't charged their ins in months. The caller said that the patient had an appointment with their hcp on monday for follow-up after surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The caller stated the situation has not been resolved. The surgeon wants to to move the ins up 4-6 inches to help pt be able to charge the ins more comfortably. Caller stated they cannot charge the ins where it is placed in pt body.pss did direct caller to talk with the hcp about how the ins was implanted. Pss reviewed that the hcp makes the decision on where to place the ins the field rep is there to consult on programming of the ins.

Event description:
Additional information was received from the patient reporting that the cause of the long implant recharge duration and having to recharge often was not given. No steps were taken to address the reported issues. The patient stated that they were just told to keep trying. For the low implant placement issue the patient stated that they were told to wait 6 to 9 months. The issue had not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.